Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on sensor and no issues were observed. The sensor plug was found to be seated in mount properly and the plug assembly was inspected, and no failure mode was observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection was completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. The customer was unable to self-treat, requiring unspecified treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.